Manufacturer narrative:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure wherein the pentaray nav high-density mapping eco catheter became stuck in the patient¿s patent foramen ovale (pfo) closure device which has a mech on the left side. Surgical intervention was required to remove the catheter. Device investigation details: according to the pictures provided by the customer, one spline of the pentaray catheter is observed tangle in the mesh of the pfo closure device. The instructions for use indicate the following contraindication: the transseptal approach is contraindicated in patients with intracardiac thrombus or myxoma, or interatrial baffle or patch. A manufacturing record evaluation could not be performed since lot number is not available. The customer complaint was confirmed based on the review of the provided photos. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure wherein the pentaray nav high-density mapping eco catheter became stuck in the patient¿s patent foramen ovale (pfo) closure device which has a mech on the left side. Surgical intervention was required to remove the catheter. During the procedure, the physician did transseptal puncture through the septum and through the mech and then introduced a sheath (abbott, sl0, 8,5fr). When inserting the pentaray catheter into the sheath, the sheath went a bit back, and when the pentaray went out of the sheath, 4 splines were in the left atrium (la) when the 5th was between the septum and the mesh of the pfo closure device. It was impossible for the physician to remove the catheter. The patient was sent to surgery to remove the catheter and have the damaged pfo patch removed and replaced with a new one. Patient improved after being in surgery and then receive maze ablation around the pulmonary veins. Prolonged hospitalization was required. Physician believes the issue occurred as there¿s no clear contraindication in the product IFU regarding using the pentaray catheter with a pfo patch. The caller stated the issue resulted in damage to the distal end of the catheter. The pictures receive from the customer have been reviewed by the clinician; no spline detachment, internal wires exposed, or lifted/sharp electrodes can be observed to the naked eye; therefore, no code will be selected for this information. Should more information become available during product analysis, it will be reviewed and processed accordingly. Per device instructions for use (IFU): the transseptal approach is contraindicated in patients with intracardiac thrombus or myxoma, or interatrial baffle or patch.